Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder. The initial reporter also notified the FDA on 8 september, 20. Medwatch report # mw5096283. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd 1ml syringe was damaged. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that there was a malfunction on syringe.

Manufacturer narrative:
The following field has been updated with corrected information: date received by manufacturer: 2020-09-10.

Event description:
It was reported that an unspecified bd 1ml syringe was damaged. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that there was a malfunction on syringe.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that an unspecified bd 1ml syringe was damaged. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that there was a malfunction on syringe.